Event description:
A surgical technician reported that the endo probe had no light nor aiming beam. The patient had already been given general anesthesia and the case was then cancelled. No harm to the patient was reported.

Manufacturer narrative:
The customer made the decision to replace the broken fiber optic themselves. The service call will be cancelled. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).